Event description:
Paramedics connected the device to the pt described as in cardiac arrest. Reportedly, the device would not display the pt ECG through the pt monitoring cable or therapy cable. Pt treatment was continued with the automatic external defibrillator. Subsequent to the call, the staff determined a male pin on the pt monitoring cable was bent. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.